Event description:
It was reported that the pt had an overdose and she was taken to the emergency room. At the emergency room the pt was sedated and "barely conscious" and given narcan. It was thought that the pt's overdose was due to oral medication that the pt had taken, not the medication in the pt's pump. The pt was hospitalized. The drug in the pump at the time of the event was hydromorphone. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).